Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The tracheal clear cuff was inflated to 25mbar with a calibrated endotest, and the pressure of the cuff dropped rapidly. It could not be inflated. The bronchial blue cuff was also inflated to 25mbar, and no issues were found. The cuff remained inflated. The returned device was then immersed into water with the cuffs inflated. Air bubbles were observed coming out of the clear cuff. The area of leakage on the clear cuff was examined under 10x magnification. A cut mark was detected on the clear cuff, which is most likely due to mishandling during tube insertion at the user end, although this could not be confirmed. It is stated in the product IFU (instructions for use) to test inflate the cuff prior to use. Also, there is a 100% leak test performed at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the balloon did not inflate. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Additional information not reported in follow-up #1: a device history record (DHR) review was performed on the lot number 15et15 and there were no issues found that could relate to the reported complaint.

Event description:
The customer alleges that the balloon did not inflate. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon did not inflate. No patient injury or consequence.